Event description:
It was reported that the subject received 3 non-abbott bare metal stents (bms) on (B)(6) 2013 for acute myocardial infarction of the distal, mid and proximal right coronary artery (rca) and was discharged. On (B)(6) 2013 the subject was admitted to a different hospital for an unspecified reason. An echocardiogram (ECG/EKG) was performed, however, there was no st segment elevation. On (B)(6) 2013, due to thrombosis with st segment elevation and acute myocardial infarction 3 each 3.0 x 38 mm xience prime stents were implanted, one each in the distal to proximal right coronary artery (rca). It was also noted that the subject needed treatment for an unrelated lesion of the left anterior descending (lad) and will undergo coronary artery bypass grafting (CABG) in the future. On (B)(6) 2013, the subject was verified via angiography to have thrombosis in the rca implanted stents which were aspirated with a thrombuster and underwent percutaneous transluminal intervention (pci) with balloon angioplasty. On (B)(6) 2013, the subject was discharged. It was noted by the physician that the subjects condition was resistant to the clopidogrel drug taking effect. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: (x2) 3.0 x 38 mm xience prime. There was no reported product deficiency. The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 2 xience prime stents referenced are being filed under separate manufacturing report numbers.